Manufacturer narrative:
Corrected data: h11-additional narrative data: the report of ¿ineffective therapy¿ was not confirmed. Analysis of lead a found no physical anomalies, and the lead passed output resistance and inter-channel continuity testing.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. D6a - date of implant is unknown unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.